Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high rv defibrillation coil impedance of 105 ohms when the impedance level exceeded the programmed upper alert threshold of 100 ohms. The lead remains in use. No patient complications have been reported as a result of this event.